Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited noise on the ventricular channel. The patient was asymptomatic. The noise could not be reproduced in clinic. The device was explanted and replaced. The patient's, condition was good before, during and post procedure.